Event description:
This case was initially received via regulatory (B)(4) on 21-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain"), musculoskeletal pain ("articular pain and muscular pain"), alopecia ("hair loss"), disturbance in attention ("problem of concentration"), memory impairment ("problem of memory") and fatigue ("significant fatigue"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal, alopecia, disturbance in attention, memory impairment and fatigue outcome was unknown, the weight increased had not resolved and the musculoskeletal pain had resolved. The reporter provided no causality assessment for alopecia, disturbance in attention, fatigue, medical device removal, memory impairment, musculoskeletal pain and weight increased with essure. The reporter commented: her health worsened progressively. She has been in an obesity center and had psychological visit since the removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 707 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.